Event description:
It was initially reported that the device was just displaying its service indicator. After an evaluation by physio-control, it was observed that the device would not deliver defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an open circuit within the high energy capacitor. The customer received a replacement device.